Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the drug eluting stents distributed in the united states.

Event description:
Approximately six years after stent implant, patient underwent re- percutaneous transluminal angioplasty of the previously treated target vessel. The report received from the study indicated that during index procedure, one 2.5x18mm bx velocity stent was implanted in the mid-left anterior descending (lad). Target vessel characteristics indicated a reference vessel diameter of 2.8 mm and timi iii flow. The lesion was 16 mm long and presented 50% stenosis without calcification or tortuosity. The stent was deployed at 14 atmospheres. After implant, the lesion presented 12% residual stenosis and timi iii flow. The procedure was considered successful and the patient was discharge the following day. Approximately, six years later, the patient was hospitalized with complaints of angina for 3 months. Angiography confirmed the previously implanted stent to be patent with a new stenosis distal to the stent. An attempt to treat the distal lad with balloon dilation was not successful; therefore, the procedure was discontinued and rotablation was scheduled. Before the rotablation was performed, the patient was readmitted due to retrosternal pressure/ pain with radiation to left arm and vomiting; patient was thought be having an acute myocardial infarction. However, initial troponin levels were negative. Angiography showed normal lv function and diffuse discase in the rca and the lad as well as a total occlusion in an area reported to be the mid lad; however, no treatment was reported in the segment instead of the distal lad was treated with balloon inflation, rotablation and unknown des placement. The 100% occlusion was reduced to 10% the angiogram showed good results.